Event description:
Related manufacturer reference number: 2017865-2024-70311. It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient's pacemaker revealed noise over-sensing causing inappropriate automated mode switch (ams) episodes on the right atrial lead. Programming changes were recommended and no intervention was performed. The patient was in stable condition.